Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was returned to medtronic for analysis and a break observed at the proximal end of the capsule frame confirmed the reported event. The capsule separation is the most likely from the valve being unable to deploy. Delamination observed on the capsule typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or when a valve is misloaded. Analysis of the device also noted damage to the treading of the screw gear components on the handle of the dcs. High forces on the handle may cause the threading of the screw gear to become worn and damaged. It was reported that the system was overdriven for full closure which indicates high tension in the system. Capsule separation occurs due to excessive compressive forces applied during the capsule. The cause of the excessive compression forces and high tension in the system cannot be determined based on the information available. Forces in the system is a cumulative effect that may be increased by fac tors such as tortuous anatomy and load quality. Additionally, it is not known how the excessive number of recaptures, outside the device instructions for use (IFU) recommendations, may have caused or contributed to the capsule separation. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The IFU instructs "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient". Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Positioning difficulty and dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, however the root cause cannot be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was received with the capsule mostly closed. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was also intact. The device was returned with the end cap/screw gear snap fit connected. There was damage noticed on the threading of the screw gear. Delamination marks were observed along the full length of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. Conclusion: the results of the investigation are pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), via a subclavian approach, the system was advanced and crossed the native valve without difficulty. The valve was partially deployed and was too deep. The valve was recaptured and repositioned. On the second attempt, the valve was above the native annulus and was unstable, causing the system to dislodge. The valve was partially deployed and recaptured an additional four times. The physician was informed that three recaptures was the recommended limit of the system. On the final recapture, the system was overdriven for full closure and the capsule was unable to be reopened. A capsule separation was noted on fluoroscopy and the system was removed. A new valve was loaded on a new delivery catheter system (dcs). The new system was positioned and properly implanted on the first deployment. No adverse patient effects were reported.